Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in automated mode switch episodes were observed on the atrial lead of an asymptomatic patient. The noise could be reproduced. No changes were made.